Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to switch to multiple daily injections (mdi) as a backup therapy, and they will receive a replacement pump with updated software. Instructions were provided on returning the malfunctioning pump and preparing to use the replacement.